Manufacturer narrative:
There was an abutment removal which was performed under a general anaesthetic on october 6, 2020. The infection was treated with an oral antibiotic. This report is submitted on november 20, 2020.

Manufacturer narrative:
This report is submitted on 19 oct 2020.

Event description:
Per the clinic, the patient experienced repeated inflammation and infection around the abutment site. Additional information has been requested but has not been made available as of the date of this report.